Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the pcb. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. A customer with a scope eg-2990i, the pcb reset by itself the connections counter and serial number, the scope in the last maintenance had 4001 connections and now appear with 70 connections. The serial number is (B)(4) and now appears (B)(4), we already configured the serial.